Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this physician expressed concerns about battery depletion and shock impedance trending. Additionally, an alert for atrial arrhythmia burden (aab) of at least 24.0 hours in a 24 hour period. Decreased low-voltage shock impedance (lvsi) measurements of 55 ohms to 40 ohms was observed over the past year. A boston scientific (bsc) technical services consultant reviewed the device data. The device has been implanted for approximately 11 years; the power consumption has been steady over the past year and there is no evidence of premature battery depletion. Review of the shock impedance history from the last 10 years did not identify any out-of-range measurements. There does appear to be a correlation with changes in lead diagnostics in conjunction with presentation of atrial fibrillation (af). Review of the stored electrograms is suggesting appropriate sensing of what signal amplitude is available. There may be instances of undersensing atrial fibrillation (af) which is below the sensing threshold, thus resulting in occasional atrial pacing. The functional undersensing also allows for repeat alerts, for what appears to be persistent af since around the end of september of this year. At present, shock impedance is still within normal range, and other lead diagnostics are within range and available egms show appropriate device function. Technical services recommends continued routine follow-up. The patient is scheduled for an in-office evaluation in the up coming weeks. The system remains in service and no adverse patient effects were reported.